Event description:
The patient did not like the way that the medication was making him feel; he didn¿t want the medication any longer. The patient stopped having his pump refilled. The pump was empty. The pump previously delivered dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).